Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2015 with the following findings: pump reboot events were observed in the pump's black box on 03/01/2015. The battery cap threads were damaged as well as the slot on top of the battery cap. The battery cap was stuck and difficult to remove. The battery compartment threads were damaged. There were battery compartment cracks observed in the thread area and below the grip pad. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. There was no evidence of moisture or loose components inside the pump. Unrelated to the initial allegation, the display screen was dim and discolored. The audio bolus button was damaged but still normally responsive.